Manufacturer narrative:
Device code relates to component code. Device evaluated by MFR.: returned product consisted of a hypotube, shaft, balloon and tip of a quantum maverick balloon catheter, the hub was not returned for analysis. The balloon was loosely folded. Tthe outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 139.8cm from the distal tip, the proximal hypotube and hub were not returned. The fracture face was oval as if kinked prior to separation. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.